Event description:
It was reported the patient had a right total hip arthroplasty that was subsequently revised approximately 17 years later. The revision was due to pain and aseptic femoral stem loosening and subsidence. During the surgery, metallosis was noted within the capsule and the acetabular cup was found well fixed. All other components were revised, and no further complications have been reported. There was no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: ref 00620204822 lot 07876013 tm modular cup 48mm cluster hole. Ref 00625006530 lot 60258609 bone screw 6.5 x 30 self-tap. Ref 00625006530 lot 60280635 bone screw 6.5 x 30 self-tap. Ref 00631004832 lot 66340600 modeular cup 10 degree liner longevity 48x32. Ref 00641803201 lot 60135577 alumina ceramic fem head 12/14 taper, 32x-3.5mm. Ref 00784001000 lot 60229909 versys beaded mc clr 10x130mm std body std neck. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: d4 exp date. Proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right tha that was subsequently revised approximately seventeen (17) years later due to pain, femoral stem loosening, and subsidence. During the revision, metallosis was present within the capsule. The stem, liner, and head were explanted and replaced with zimmer biomet products with no complications noted. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.